Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. It should be noted that the mitraclip instructions for use (IFU) states that ¿an improper grasp will allow one or both leaflets to move freely. Closing and deploying the clip in this situation may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a single leaflet device attachment (slda)¿. Since the user proceeded with implanting the clip even though the posterior leaflet was not fully grasped, the reported improper or incorrect procedure or method was an outcome of user deviating from the IFU. All available information was investigated and the reported single leaflet device attachment (slda) was due to the reported improper or incorrect procedure or method. Additionally, the reported failure to grasp the leaflets and poor image resolution appears to be due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was poor during the procedure due to significant amount of calcification on the commissure. One clip was successfully implanted at a2/p2. To further reduce mr, a second clip was inserted and grasping was performed laterally of the implanted clip. It was noted the leaflets were difficult to grasp. The leaflets were able to be grasped, but it was observed that the posterior leaflet was not fully grasped. Although the leaflets was not fully grasped, the physician decided to deploy the clip. After the clip was deployed, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted and mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.